Event description:
It was reported that it makes a noise when it is charged with a high capacity.

Event description:
It was reported that the device makes a noise when it is charged with high capacity. There was no report of patient involvement. Upon conclusion of the evaluation, it was determined that the customer's problem was attributed to user error, for which information was provided. The device remains at the customer site and no further evaluation is warranted at this time. Upon conclusion of the evaluation, it was determined that popping or crackling sound during high-energy charge is normal and expected in this style capacitor and is not indicative of a capacitor or device failure. The device remains at the customer site and no further evaluation is warranted at this time.